Event description:
It was reported that during a photoselective vaporization of the prostate procedure (pvp) the fiber broke as the metal cap detached by itself. A second fiber was used to complete the procedure with no clinical consequences to the patient.